Event description:
It was reported that during a procedure, after the catheter was placed in the left ventricle with a retrograde approach, it could not be deflected properly. Thus the catheter was retrieved by passing it into the aorta and flexing the catheter tip. Also the catheter would not relax after being flexed. The procedure was carried out by using another catheter. No adverse event was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned complaint catheter was examined visually and for deflection characteristics. The deflection was found to be outside specifications. Analysis showed the puller wire was broken next to the anchor pin at the weakest point due to a reverse adjustment of this anchor pin. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition was confirmed.

Manufacturer narrative:
(B)(4). The FDA follow up request for report # 9673241-2011-00002, dated (B)(6) 2011, was received by biosense webster inc., complaints department on (B)(4) 2011: please provide the root cause identified for the product defect. If related to manufacturing process, please provide the frequency of the failure, and indicate if any measures have been taken to prevent or limit reoccurrences. Bwi's response: 9673241-2011-00002. It was reported that once this catheter was deflected, it did not returned to its original position and also it did not deflect. Root cause findings was initially stated in MFR. Report #9673241-2011-00002 supplemental #1 submitted electronically on (B)(4 )2011. The returned catheter was examined visually and for deflection characteristics. The complaint condition reported that this catheter did not come back to the original position could not be confirmed. Inspection of this device showed that the catheter tip was observed on neutral (straight) position. The deflection was found to be outside specifications. Analysis showed the puller wire was broken next to the anchor pin at the weakest point due to a reverse adjustment of this anchor pin. The deflection problem reported was confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Based on the current complaint rate no further action has been required. The complaint rate is monitored on a monthly basis. Biosense webster inc. Has procedures for escalation process, once an uptrend is observed during the monitoring of complaints, these procedures are followed accordingly.